Event description:
The customer reported the system displayed a high ma error message. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and re-greased the high voltage candlestick connectors and performed a filament calibration. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.